Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead. A review of the data found that there had been previous spikes in the atrial impedance to greater than 3000 ohms. The cause of the out of range impedance remains unknown. The crt-d and ra lead remain in service and no adverse patient effects were reported.